Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged, blank display occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged blank display, cosmetic damage(damaged keypad overlay), and battery cap damage found on (B)(6) 2021. The pump passed the displacement test, active current test, sleep current test and self test. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul lith) and loaded voltage (loaded lith) were within spec range. No alarms were found in the history files or traces for the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: missing serial number label, cracked keypad overlay, and pillowing keypad overlay. In summary, customer allegation for cosmetic damage (damaged keypad overlay) was confirmed during visual inspection where cracked keypad overlay and pillowing keypad overlay was noted. Blank display not confirmed. Unable to confirm battery cap damage due to missing original battery cap. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.